Event description:
The customer states that a pregnant pt that tested axsym toxo-igm assay negative and axsym toxo-igg assay positive in 2006 tested positive for toxo-igm and negative for toxo-igg in another lab (test method was not provided). The customer also states that the pt was found to be negative for toxoplasmosis one month earlier (assay specifics or test method not provided). The customer is questioning the axsym results. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.